Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for intermittent chest pain. The patient stated that it "felt like their implantable cardioverter defibrillator (ICD) was going to come out of their chest". An emergency room physician observed that the ICD site was red and swollen with an open area where the ICD could be seen. The ICD system was explanted due to a pocket infection with erosion, and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.